Manufacturer narrative:
Device available for eval? Changed to no device was discarded. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) the console generated a fiber optic sensor failure message. The console was switched out with another, but the same message was displayed. The customer was advised that the issue was related to the fiber optic iab and it was suggested to use the central lumen as an alternate arterial line. The customer stated that they had already been doing this and it was working well. They were then reminded to keep the transducer level and provide an hourly flush. There was no patient harm or adverse event reported.